Event description:
The product kinked upon pushing while attempting to cross the lesion and was unable to cross. The product then developed a hole at the kink site. When the system was pulled out it was completely intact.